Event description:
It was reported that the two devices were found to be leaking from the bag into the plastic housing of the cadd cassettes. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two devices were returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue is currently being investigated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.